Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a transfemoral tavr procedure, during the deployment of a 23mm sapien 3 valve, the commander delivery system balloon ruptured when the valve was approximately 90% inflated (16ml used). The valve was determined to be securely deployed with no paravalvular leak and no post dilation was performed. Difficulties were encountered while attempting to withdrawal the delivery system back into the esheath. The delivery system and sheath were withdrawn together as a unit. Following the withdrawal of the delivery system and sheath, the delivery system was examined. The balloon rupture was noted to be circumferential, not linear. The procedure was completed and the patient was transferred in stable condition. No injury to the patient was reported. The native annular valve area measured 343mm2 by CT. No annular calcification, moderate native leaflet calcification and mild aortic root calcification was reported.

Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system was not returned to edwards lifesciences for evaluation. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the exact cause of the delivery system balloon burst when the sapien 3 valve was approximately 90% inflated cannot be confirmed. Procedural factors (device manipulation), in addition to patient factors (moderate native leaflet calcification, mild aortic root calcification) likely contributed to the balloon burst and subsequent withdrawal difficulties encountered during the device removal. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.